Event description:
On 7/18/2000, the facility's interim executive director informed the MFR's sales rep of the following: the implanting physician experienced a problem with the peel away introducer during implant of the device. The distal portion was broke off inside the pt. Fractured portion was successfully removed from the pt. No further details were provided.